Event description:
It was reported in the patient¿s medical records that, at 10 months post-op a lumbar fusion procedure, the patient presented again for surgery with possible pseudoarthrosis, and back and leg pain. The patient underwent a two-stage procedure. The first procedure was for hardware removal at l4-s1; exploration of fusion at l4-s1, found to have pseudoarthrosis; re-instrumentation l4-s1; re-fusion with rhbmp-2/acs, local bone, and allograft. One week later the patient underwent the second stage of the procedure for anterior discectomies l4-5, 5-s1; anterior interbody fusion l4-5 and l5-s1; local bone graft supplemented with rhbmp-2/acs. It is alleged that the patient¿s post-operative periods were marked by severe, painful, and debilitating complications which included, but were not limited to, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant, ectopic bone formation.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that on (B)(6) 2007, hardware removal of l4-s1, horizon; exploration of posterior spinal fusion, definite pseudoarthrosis at l4-5; instr umentation of l4-s1 with titanium and x-10 crosslinks; refusion from l4 to l5; left iliac crest supplemented with 2 large rhbmp-2 kits and local bone graft; for pre-op diagnosis of: persistent radiculopathy and possible pseudoarthrosis. Per-op notes: "..a midline incision was made through the original incision, was separated down and fascia was identified, split and reflected off the posterior spinous processes out across the lamina until the patient's instrumentation was identified. With very meticulous dissection, there was very little question there was definitely a pseudoarthrosis present at l4-5, most likely with solid fusion at l5-s1. After the lateral gutters were decorticated using a high-speed bur and along with particularly the l4-5 facet that was mobile and markedly stable after cleaning out the scar tissue that stabilized it, the screws were reinserted. Following this, the left crest was identified, fascia was split, taylor retractor was placed and copious bone graft was taken through the small bone window. The autograft and local bone into 2 large rhbmp-2 kits. We wanted to increase the dosage here to try to ensure fusion. Once this was done, it was placed in the lateral gutters from l4 down through s1. The drain was charged, sterile dressings were applied and the patient was removed from the table having tolerated the procedure well. On (B)(6) 2008, patient underwent following procedure: hardware removal at l4 to s1; explore fusion at l4 to s1, found to have a pseu doarthrosis; re-instrumentation at l4-s1, titanium and x-tend cross links; two large rhbmp-2 hip local bone graft and allograft use for refusion; for pre-op diagnosis of: possible pseudoarthrosis at l4-l5 and l5-s1. Per-op notes: "there basically was a large amount of cancellous fibrous tissue here. She is a heavy smoker and this is typically what we seen where revascularization does not occur despite the previous use, I believe, of rhbmp-2. We finally cleaned all this area out with a large curette arid rongeurs and boyle. We were able to identify the transverse process at l5, l4 and also sacral ala. This was done on both sides. We then cleaned all the facets off and with the laminar spread we were able to definitely demonstrate motion at l4-5. It was a pseudoarthrosis present here and the facet was burred out. I think that basically l5 s1 might have been fused on the right side, more questionable on the left. We elected just to go ahead and re-fuse the entire area since we were there and not to take a chance of subtle pseudoarthrosis. The wound was copiously irrigated out. Antibiotics were repeated. We took local bone graft, combined with allograft, combined with two large end-piece kits. This was and placed in some lateral gutters from l4 to 51 to try to boost up the dose of bmp to try to achieve a solid fusion. Bone graft was also placed in the facet joints where they remained. Sterile dressings were applied, and tile patient was removed from the table having tolerated the procedure well". On (B)(6) 2008, patient underwent following procedure: anterior discectomies l4-5, 5-s1; anterior interbody fusion l4-5 and l5-s1; p erimeter cages, 8 millimeter x 8 degrees at l5-s1 and 12 millimeter x 12 degrees at l4-5; local bone graft supplemented with large rhbmp-2 kit, 4 milligrams each level; for pre-op diagnosis of: pseudoarthrosis of l4-5 and 5-1. Per-op notes: " we first started at the l4-5 disc space, basically the segmental was identified including the iliolumbar vein, these were ligated using silk ties. Once the disc was identified, it was definitively identified by x-ray. A sharp knife was used to excise the disc, followed by elevation of the disc off the endplate, then using various rongeurs, curets, etc. A thorough discectomy was done. This was followed by spacing up to 12 millimeters using the perimeter instrumentation and then rasping the end plates to allow for recortication. Following this, local bone graft was taken using an osteotome and then this along with a 4 milligrams dose of rhbmp-2 was placed inside of the cage which was a 12 x 12 degree cage. This was then impacted into the disc space to derive the anterior body fusion. There were no noted complications."

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.